Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: during the investigation, a review of the black box showed an unexplained power reset. No moisture/corrosion was observed in the battery compartment. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was found to fully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during testing. The returned battery cap contact measurements were found to be within specifications. The pumps cover was removed, and no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.